Event description:
The pt was undergoing a coronary artery bypass graft procedure. The pt had a history of prior myocardial infarction. During placement of the endovenous drainage cannula the transophageal echocardiography image was interpreted by the physician as showing the guide wire in the heart. It was recognized and repaired. The procedure was completed without additional events and the pt was doing well.